Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no disposable alarm on the pump while using 100 ml cassette with flow stop. Amount given is 11.75 ml, reservoir volume is 86.1 ml. Despite troubleshooting, alarm persists. The reporter states that alarm will temporarily stop when the pump is turned from side to side. There was no patient injury reported.